Manufacturer narrative:
Device not returned.

Event description:
It was reported that during a surgical procedure, the bur broke and is stuck inside the attachment, no parts fell into the patient. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting device return.

Event description:
It was reported that during a surgical procedure, the bur broke and is stuck inside the attachment, no parts fell into the patient. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully.